Event description:
Pt was hospitalized twice with diabetic ketoacidosi. It had happened while using both of her insulin pumps. She indicated that in each case the infusion sets were blocked. Her increase in blood sugars began approx. One month ago and that they would start approx. Three hrs after she changed her set. This situation started at the same time she experienced the onset of pain in her hands which forced her to change the technique she used to remove the needle guard of the set. She is using humulin r and bent needles. She is not under stress, not on other medications, and has been changing her sets everyday. She said the sugars going up started about 1 month ago. She also said that about a month ago she started to have trouble with her hands and at the same time had trouble with taking the needle guard of the infusion set. So what she started doing was wrapping the tubing around her one hand and pulling on the guard real hard with the other hand. The tubing would stretch until the guard came off. She said there were signs of the tubing turning white down by the needle. This type of procedure would cause the inside to the tubing to pinch off and stop the flow of insulin. This would also explain why she had high sugars 3 hrs after habing changed everything, cartridge, and infusion set.